Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needles, the needles were clogged preventing blood flow or allowing very little flow. This occurred with an unspecified number of devices. Patients were re-stuck to obtain blood samples. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 24-oct-2024 h3. Device eval by manufacturer- yes updated investigation summary: material #: (B)(4). Lot/batch #: (B)(4) and (B)(4). Bd received 40 samples (20 from each reported lot number) and 1 video for investigation. The video was reviewed and the indicated failure mode for clogged cannula was observed. Ten (10) customer samples of each reported lot number were evaluated by functional draw testing and the indicated failure mode for clogged cannula with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of clogged cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 4059663; d4. Medical device expiration date: 02/28/2029; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 02/28/2024. E1. Initial reporter phone #: (B)(6). Investigation summary: "material #: 360210; lot/batch #: 4059663 and 3320233. Bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for clogged cannula was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of clogged cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® precisionglide¿ multiple sample needles, the needles were clogged preventing blood flow or allowing very little flow. This occurred with an unspecified number of devices. Patients were re-stuck to obtain blood samples. There was no report of adverse impact to patients or users.